Event description:
It was reported that the patient stimulator was no longer providing adequate relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17109891/17109891.